Manufacturer narrative:
No other information is available from the customer. No service call was requested or initiated. Root cause is unknown at this time.

Event description:
Beckman coulter inc., (bci) internal monitoring data for glucose (glucm) phase I customer indicated that one patient did not match when running in duplicate mode on unicel dxc 800 pro synchron clinical systems. Customer did not call and complain to bci about this sample. No erroneous result was reported out of the lab. Patient treatment was not affected.